Event description:
In 2008, the lay user/reporter contacted lifescan on behalf of the lay user/pt alleging the one touch ultra link meter does not turn on. The reporter did not allege that the pt had any symptoms and denied that the pt sought any medical attention. The reporter also said that pt did not take any action regarding diabetes treatment as a result of the product issue. The product was not new. The pt replaced the batteries per the owner's manual. The batteries were correctly installed and the battery contacts were is good condition. The complaint is being reported because the issue was not resolved during troubleshooting. The pt did not suffer any symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will be inform FDA of the results in a supplemental report.